Event description:
The facility reported an infusion pump with the pump head module stop button working intermittently. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.